Event description:
The manufacturer received information alleging a patient died while using a trilogy 100 device. The initial reporter stated they do not believe the device caused the patient death. There is no allegation of malfunction. The complaint was reviewed as part of a reassessment of pms tasks. The reassessment by a pms clinical expert determined that this complaint involves a patient death. The family reported the device only alarmed after the patient passed and they were not using a pulse oximeter at the time of the event. The ventilator was returned to the manufacturer's product investigation laboratory for evaluation and it was identified that the device did not malfunction. During the evaluation of the device, it was observed that the device threshold alarms were not set to alarm. Therefore, based on available information, the event is assessed as related to user error.